Event description:
Customer called directly and reported that when a device was used during a bowel resection, the device "misfired" on the 3rd firing. The surgeon removed the device without difficulty. Some staples were sticking out of the reload. Another device was used to complete the case. There was no consequence to the pt.